Event description:
It was reported that the patient received inappropriate therapy due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also reported that the r-wave amplitude of right ventricular (rv) lead was highly variable and has been dropping possibly due to dislodgement. Both lead issues are suspected to have lead to the inappropriate therapy. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5076-52 implantable pacing lead. (B)(4).